Event description:
It was reported that when using the bd pyxis medstation system tower door 1 consistently failed and did not recognize that the door was open or allowed recovery, preventing users from accessing medication for patients. The malfunction occurred when a user tried to dispense medication to the patient, causing a delay to patient's care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 1 had failed at the station. A field service engineer replaced the latch assembly on tower door 1 as it failed intermittently to resolve the issue. The system functioned as intended after the field service engineer repaired the device.